Event description:
It was reported that when using the drill guide and drill bit, one of them bent and started to release metal shavings. Allegedly, this was cleaned out of the patient as best as they could.

Manufacturer narrative:
Additional information will be provided once investigation is completed.